Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the screw broke during insertion. All pieces were removed from the patient. A backup device was available to complete the procedure. No patient impact was reported.